Event description:
It was reported that the male external catheter was not sticking due to that the customer would go through six to seven catheters a day. The representative informed the patient to make sure they were clean and dry before placing. Per follow up via phone on 13jun2022, the customer stated that the patient recently changed from latex to silicone male external catheter. It was stated that they needed to use adhesive remover with the last batch and currently dealing with weak adhesive from the silicone male external catheter. Per additional information received via sample form on 28jun2022, it was stated that the customer used 3 to 6 catheters per day due to sliding off, which caused leaking in bed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be ¿mechanical failure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the male external catheter was not sticking due to that the customer would go through six to seven catheters a day. The representative informed the patient to make sure they were clean and dry before placing. Per follow up via phone on 13jun2022, the customer stated that the patient recently changed from latex to silicone male external catheter. It was stated that they needed to use adhesive remover with the last batch and currently dealing with weak adhesive from the silicone male external catheter. Per additional information received via sample form on 28jun2022, it was stated that the customer used 3 to 6 catheters per day due to sliding off, which caused leaking in bed.